Event description:
Reportedly, when attempting to administer defibrillator therapy to the pt, the device displayed connect electrodes when the charge button was pressed. User facility medwatch report #0000330014 1999-03 states 'staff could not defibrillate a cardiac arrest pt. Life pac-12 screen indicated that electrodes were not connected. 4-lead electrodes were applied properly with pads. Machine continued to read that pads were not applied. Lp-10 was put into service. MFR notified & responded.'